Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 2. The drain volume was 2594 milliliters (ml). The programmed fill volume was 1500ml. This drain meets iipv criteria. Product surveillance followed up with the nurse on (B)(6) 2010 and provided the results of evaluation to the nurse and the probable cause identified. The nurse will check the homepatient's (hp)'s prescription and follow up with the hp's program. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B) (4).

Event description:
The patient was experiencing significant worsening in spasticity, significant pain in back and tightness in arms and legs. The catheter was explanted and replaced. The patient recovered without sequela. The pump was used to deliver baclofen concentration 2000 mcg/ml, continuous infusion dose of 200 mcg/day and rate of 0.1 ml/day.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2010 and the patient was reimplanted with another device during the same surgery.(B) (4).

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test on (B) (6), 2009 indicate malfunction of the device. Explant and reimplantation is planned, but had not taken place at the time of this report january 7, 2010.

Manufacturer narrative:
(B)(4)